Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient reported that her interstim system was removed shortly after implant due to infection. Further info is being requested from the hcp.